Event description:
It was reported that a spectrum iq infusion pump alarmed air in line during delivery of taxol, taxotere, and carboplatin as well as false occlusion alarms. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.